Event description:
The customer reported that a falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an atellica ch 930 analyzer. The erroneous result was not reported to the physician(s). The sample was repeated twice on the original analyzer. The repeat results recovered lower and were consistent with patient¿s history and clinical expectations. The repeat results were considered correct, and the result of 27.1 mmol/l was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an atellica ch 930 analyzer. Quality control (qc) and calibration were acceptable on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse turned off the angular motor for the dilution arm and moved the arm through its normal path and observed no obstructions. Then, the cse aligned the arm, checked alignment to the vessel mover module (vmm), and ran an auto-check, which was acceptable. Since qcs were acceptable and no issues were reported with other samples, siemens ruled out reagent issues. Siemens further evaluated the instrument data and determined that the dilution arm was making contact with an object, which triggered the level sense detector. With the service activities mentioned above, the cse optimized the alignment of the dilution probe. It is unknown if the dilution probe alignment was directly related to the erroneous co2_c result as these events appear to be isolated. The cause of the falsely elevated co2_c result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.